Event description:
It was reported that the insulin pump did not prime after changing the infusion set, and the drive support cap popped out; then the customer pushed back in to complete the prime process. The blood glucose reading was 280mg/dl. Advised the spouse to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump had a protruded/loose drive support disk. The insulin pump had a severely scratched display window, scratched case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.